Event description:
The customer reported experiencing multiple alarm notifications, including alarm 2 and alarm 26, related to occlusion events. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. The customer's blood glucose level exceeded 500 mg/dl or read as "high" on their cgm, indicating a significant impact. To address the high blood glucose levels, the customer administered correction injections via mdi and resolved the issue by changing the infusion set and cartridge before resuming insulin use.